Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652 lead (B)(6) 2014, 6935m62 lead (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv pacing parameters were adjusted and the automatic lv capture control was turned off. The lead remains in use. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.